Event description:
Complainant alleged that while attempting to defibrillate a pt, the device failed to discharge via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired. Complainant indicated that the electrodes were discarded and are not available for eval.

Manufacturer narrative:
Zoll medical corp has rec'd the prod and will be providing a f/u report when our investigation is completed.